Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
Sales consultant reported that a pt implanted with a dhs plate on an unk date experienced plate breakage. Device was explanted on (B)(6) 2011 and pt was revised to a tfn.